Event description:
It was reported that the implantable pulse generator (ipg) experienced unexpected longevity and had no pacing output and could not be interrogated. The patient felt dizzy and lightheaded. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).